Event description:
Patient had an elective laminectomy and fusion surgery. Return to hospital post procedure after being discharged. CT imaging revealed a surgical drain fragment in the laminectomy bed region with its proximal end in the subcutaneous soft tissues just beneath the skin. Patient returned to surgery for removal of retain drain fragment. A surgical drain/drain fragment is suggested in the region of the laminectomy bed with its proximal end in the subcutaneous soft tissues just beneath the skin.